Event description:
It was reported the patient required a cardiac MRI. It was additionally reported the patient had ineffective therapy. As a result, surgical intervention was undertaken to explant the system. It is unknown which lead is involved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.